Event description:
The catheter was leaking from where the clear catheter piece meets the pink plastic hub. Discovered immediately after IV placement. Patient required another IV stick.this facility has had more than one similar event recently. The defect in the catheter is not visible until after the catheter is in place in the patient's vein.